Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, metal fibres from a screw remained in tibial bone after the screw was removed from the patient. The metal fibres were removed from the patient. No further patient consequences have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was likely due to the technique used by the surgeon to remove the screws from the tibial adjustment mechanism instead of a design issue; however, root cause cannot be confirmed as the devices were not returned. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.